Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that the insulin pump alarmed compromised force sensor system during reservoir change. The customer¿s blood glucose level was unknown at the time of the incident. The customer stated that the drive support cap was sticking out. The insulin pump was not bumped or dropped. Customer had a high blood glucose event and went to the ER to get treatment. Customer was treated with manual injection before hospitalization and IV drip while at the hospital. The customer was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump is being replaced and is expected to return for analysis.

Manufacturer narrative:
Insulin pump was received with broken off the end cap, loose drive support disk and missing end cap sticker. Unable to verify compromised forced sensor system error alarm due to broken off the end cap. The information provided in concomitant reporting section with the initial report was incorrect. The correct information has been included with this report.